Event description:
Caller reported malfunction on pump. The caller's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Customer acknowledged receipt of the field correction notice, and cts arranged for replacement pump with updated software, ensured backup therapy through mdi, provided training through tandem source account, and instructed customer on returning faulty pump via ups.